Event description:
Balloon was inflated twice in the pt without issue. Balloon was removed through 6 fr. Long sheath. Balloon was re-entered, with difficulty, through the 6 french sheath for 3rd inflation. At some point after crossing the aortic bifurcation, the balloon shaft broke into two pieces. The balloon had to go through an iliac stent as well as plaque and stenosis. The broken piece had to be removed with the use of a snare, with difficulty. Either at the end of this retrieval or directly after, the left iliac artery was perforated. A covered stent was placed after getting contralateral access, and two units of blood were given to the pt. The pt was hemodynamically ok when leaving the endosuite.

Manufacturer narrative:
The mfg documentation for this lot was reviewed and no anomalies were recorded in the lot history record. The returned product was examined by a product development engineer. On examination, it was evident that there was damage to the distal tip. The inner was bunched at the distal side of the marker bands and within the balloon. The inner from the proximal fuse to the "re" port was badly stretched and bunched, the shaft was severely stretched and kinked, the hypotube was so kinked that the black transition outer had stretched and both the hypotube and transition outer had snapped. There were a few visible kinks in the hypotube at the proximal end. Clearly, a lot of force had been applied while trying to remove the catheter from the pt. However there was nothing evident on the balloon to explain why it caused difficulty on re-insertion. There was re-wrap evident and the balloon folds at the distal tip were in good formation. Unfortunately, we were unable to determine a definitive root cause as to why the balloon caused difficulty on re-insertion.